Event description:
It was reported that signal loss occurred. Date of event is an approximation. On (B)(6) 2025, it was reported by the patient's spouse that the patient was experiencing confusion, agitation, and anxiety, and flushing. At the time, the dexcom was still not functioning. A blood glucose (bg) check was performed at home, but the spouse could not recall the exact value (the glycemic state was not described). He then drove her to the hospital, where she was admitted for three nights. There was no mention if a bg test was performed upon arrival at the hospital. During the admission, the patient was prescribed medication for other conditions. No mention of glycemic state or treatment and management of such. The spouse could not recall the last cgm value before the signal loss. The spouse could not recall how long after he became aware of the signal loss state did the patient begin to experience physical symptoms. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.,

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected.